Event description:
Roche diagnostics received a customer complaint regarding alleged non-reproducible creatinine plus ver.2 assay results for one patient sample tested on a cobas 8000 c702 module. The sample initially resulted in a creatinine value of 1496 umol/l and it repeated as 104 umol/l.

Manufacturer narrative:
The serial number of the c 702 analyzer is (B)(6). The investigation is ongoing.

Manufacturer narrative:
The field service engineer determined a probe was not positioned correctly at the rinse station and adjusted it. A holder was replaced. Vacuum tubing was replaced due to observed bubbles. Other vacuum tubing was found disconnected and were re-connected. After performing these actions, the system was working as specified. The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.